Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR 3004753838-2024-206427 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.